Event description:
It was reported that catheter issue occurred. The 90% stenosed 20 x 2.7mm target lesion was located in slightly tortuous and heavily calcified right coronary artery. The opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was able to show an image normally. However, when the device was withdrawn it was twined with the guidewire and the catheter was damaged. The procedure was completed with another of same device. There were no patient complications, and the patient was stable after the procedure.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appears to be in good condition. No imaging core windup was found within the telescope and sheath sections of the device. No damages or failures were observed on the catheter pcba board assembly. Impedance testing showed an electrical open at the proximal end of the catheter 130-140 cm from the distal housing. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that catheter issue occurred. The 90% stenosed 20 x 2.7mm target lesion was located in slightly tortuous and heavily calcified right coronary artery. The opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was able to show an image normally. However, when the device was withdrawn it was twined with the guidewire and the catheter was damaged. The procedure was completed with another of same device. There were no patient complications, and the patient was stable after the procedure.